Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the device was in overdischarge. This is why a prm was performed. A prm was performed and por error cleared. The issue was resolved. Patient was several hundred miles away from the implanting physician and wasn't sure who would manage his implant from now on. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2019. Information was received from a patient regarding their patient's implantable neurostimulator (ins) for spinal pain. It was reported that patient has not charged the implant for 3 months and have not felt stim for 2 and half months. Patient states he needs to have MRI and like to know what he needs to do in order to have the MRI. Patient tried connecting with implant last night and getting the poor communication message on the insr screen. Patient stated he had an appointment with the hcp soon. No further complications were reported/anticipated. (B)(6) 2019 additional information was received from a manufacturer representative (rep) reporting that the patient stated that about 3 to 3.5 months ago they began receiving error message from their programmer it could not detect the implant battery. They reported that this was during regular use and that according to their memory their battery should have had plenty of charge, however this contradicts the patient¿s previous report in (B)(6) 2019, where they stated that their last successful recharge session was 3 months prior at that time. The patient wasn¿t sure if it was at that point in time or if it was later that both their recharger and their controller could not communicate with their battery. The patient reported to the rep today that they had contacted the manufacturer for help and they stated that the customer service agent that they spoke to said that they would get back to them, but they never heard back from them. They stated that they had continued to call the manufacturer about twice a week with no resolution. The patient then received the rep¿s number from their practitioner and called them today. There were no factors reported that may have contributed to the issue. The rep met with the patient today ((B)(6) 2019) and they were unable to communicate with the ins. The rep began a physician mode recharge session. The patient contacted them later in the day to report that their recharger was finding their battery and was displaying the por error screen. It was reported that the rep would be seeing the patient again on wednesday ((B)(6) 2019) to clear the error message and troubleshoot with the patient¿s programmer. Additional information was received rom the rep on wednesday, (B)(6) reporting that the controller and charger seemed to be working fine. While the system did drain to zero between charging to 100 percent on (B)(6) 2019 and this morning ((B)(6) 2020), the rep consulted with technical services who informed them that this may happen before clearing a por error. The rep charged together to achieve a 25 percent charge and then they cleared the por screen and verified their programming. The patient continued charging at home and reported successful completion of a full charging cycle. They informed the patient that it may take several full charging cycles over the next few days to restore their battery to near normal functionality. No further complications were reported/anticipated. (B)(6) 2019 additional information was received from the rep. It was reported that the ins is rapidly discharging without stimulation on. Patient charged the device to full on (B)(6) and now has discharged. A pmr was performed and rep did not clear the por message, but had sent patient home to continue charging/ no communication with the recharger or 8840/tablet. Patient programmer showed por message. Patient was currently charging. No further complications were reported.